Event description:
It was reported the trial patient had no stimulation during intraoperative screening. It was stated the product was exchanged intrao peratively to ensure stimulation and upon completion of the screening test, the patient received stimulationtherapy. It was noted there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Final device analysis of the lead revealed the following: no anomaly found. Normal impedances were measured on all circuits and electrode pair combinations. Final device analysis of the multi lead trialing cable revealed the following: no anomaly found.

Manufacturer narrative:
Product ID 387445, lot# va070zj, implanted: 2013-(B)(6), product type screening device product ID 355531, lot# n368649, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.